Event description:
It was alleged that on (B)(6) 2012 a pct (patient care technician) splashed dialyzer effluent into her right eye that got under her face shield. She sought medical care for one visit on the same date. She has since been discharged from care with no resulting disability.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk therefore a mfg review cannot be performed. A supplemental report will be submitted if add¿l info becomes available.